Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: the image was "noisy". Insufficient angle (the angle wire became longer than normal). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed in inspection/evaluation, but the root cause could not be further presumed from the information obtained for this investigation. As result of confirming the instructions for use (instruction manual), it was found that there are descriptions related to the event: instructions evis eus ultrasound bronchofibervideoscope olympus bf-uc290f important information - please read before use do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. Do not apply shock to the distal end of the insertion section, in particular the objective lens surface at the distal end. Visual irregularities may result. If the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during installation, the ultrasound bronchofibervideoscope had noisy image. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.